Event description:
It was reported that a pump alarmed for a system error 345, approx 2 minutes after an infusion was started (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 345 alarms were caused by a failed upstream sensor. Review of the history log shows 9 occurrences of system error 345. Add'l engineering eval found corrosive bridging on the optical sensor. Shorting of the optical sensor electrodes is a known cause of system error 345. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive can revolutions. The date of event is unk.